Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) in (B)(4) alleging a onetouch verio test strips were bent when removed from the vial. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.